Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer had high blood glucose and customer stated that the issue was the insulin pump. Customer stated that the insulin pump did not deliver insulin and mentioned that they did a complete set change but it did not work. Customer's blood glucose was 538 mg/dl and was given injection to treat the high blood glucose. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).